Event description:
It was reported that the endotracheal tube inflator line was deflated. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant country: corrected. G1. Mfg contact office address 1: corrected. G1. Mfg contact office city: corrected. H3/h6: one used inflation pilot balloon was returned for evaluation. Tubing appears to have been pulled out of the inflation line, looks partially occluded. In attempts to replicate clinical use each tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated without any restriction when occluding the end of the inflation line. The complaint of deflated inflator line is confirmed. Probable cause is due to the inflation line pilot balloon being separated from the inflation line of the cuff. The device history record was unable to be reviewed as no lot number was provided.